Manufacturer narrative:
Investigation is ongoing.

Event description:
Per evaluation of devices returned to edwards lifesciences, a radial distal tip tear was observed on the 14fr esheath+. As reported by an edwards lifesciences field clinical specialist, left femoral access was obtained for a tavr procedure. A 14fr esheath+ was inserted. During the deployment of the 26mm sapien 3 ultra resilia (s3ur) valve, the commander delivery system balloon burst on sinotubular junction calcium. No additional volume had been added to the balloon prior to inflation. It was attempted to remove the commander per balloon rupture protocol. There was coaxial alignment of the delivery system upon reentry into the sheath, and the delivery system was completely unflexed. The commander would not fully withdraw back into the sheath, so the team removed the sheath and delivery system as a unit. The tip of the commander (nose cone) broke off inside the left external iliac/left common femoral artery and remained stable over the safari wire. A new 14fr esheath+ was partially inserted into the left femoral. The commander tip was removed by snare through the sheath in the left femoral artery. Vascular surgery was called in for open repair due to dissection of the left external iliac and femoral artery. Access was obtained on the right femoral artery and post dilation of the s3ur was completed with a 25mm true balloon, resulting in zero paravalvular leak and zero aortic insufficiency. The patient was stable throughout and transferred from the cath lab to the or for open vascular repair. All pieces of the delivery system were recovered from the patient. The devices were returned to edwards lifesciences. A radial distal tip tear was observed on the 14fr esheath+.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner fully expanded as designed. Deep scratches present along entire length of liner. Radial tip tear is present along distal liner edge and adjacent to axial score line; sheath shaft material stretching along the tear; scratches at distal tip; soft tip and sheath shaft material damage. All score lines are present. Due to the nature of the event, no functional or dimensional testing was performed. Pre-tavr imagery of the patient's anatomy was provided, and the following was observed: patient's left access vessel had presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The 14fr esheath+ distal tip tear was confirmed based on the evaluation of the returned product. Available information suggests that variability in tip expansion and/or patient factors (tortuosity, calcification) likely contributed to the event as these patient factors were confirmed via imagery. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.